Event description:
It was reported that the patient passed away on (B)(6) 2021 due to multisystem organ failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported multi-system organ failure and patient outcome could not be conclusively be determined. A cause for these events could also not be determined. The death was not considered to be device related, and the pump reportedly functioned as intended. Heartmate 3 left ventricular assist system (lvas), serial number (B)(4), was not returned for investigation. The relevant sections of the device history records for mlp-029151 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including multiple types of organ failure and dysfunction (hepatic dysfunction, renal failure, respiratory failure, and right heart failure) and death. No further information was provided. The manufacturer is closing the file on this event.